Event description:
It was reported that a device is alarming "door not fully latched." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door not fully latched" messages caused by a loose link screw (upper). The screws were replaced.